Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax¿s surface. Initially, it was reported that during ablation, the contact force (cf) rose sharply. There was no error. The cable was replaced, however, the issue continued. When the catheter was removed from the patient¿s body, the tip of the catheter was checked, and char was found to be adhered to tip electrodes 1.2 to 3.4. When the cable was replaced, the issue continued. The issue was resolved by replacing the catheter to a new one. There were no irrigation-related events. There were no issues related to temperature and flow on the catheter. The patient was anticoagulated with an activated clotting time (act) of 300. Heparinized normal saline was used. There was no patient consequence. The force and char issues were assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 24-sep-2024, a reddish material and a hole on the pebax's surface was observed. This was assessed as MDR reportable with an awareness date of 24-sep-2024.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection, irrigation and force test of the returned device were performed following j&j procedures. Visual analysis revealed that there was a reddish material and a hole on the pebax's surface. No char was identified during the visual inspection. An irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. Then, the magnetic and force feature were tested, and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. Finally, the handle of the device was dissected, and resistance of the sensor pads on the printed circuit board (pcb) was measured but no problem was found, there were within specifications; therefore, the failure could be related to the reddish material inside the pebax's surface. A manufacturing record evaluation was performed for the finished device number lot 31270558l and no internal actions related to the complaint were found during the review. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use (IFU) contains the following warnings and precautions: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostatic valve of the sheath. After insertion, slide the insertion tube back toward the handle. Do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage to the contact force sensor and affect measurement accuracy. Prior to reinsertion, ensure that the irrigation holes are not plugged by increasing the flow rate and verifying flow from each of the six irrigation holes. Also, to verify compatibility between the sheath and the catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).